Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a torn clip introducer. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted reducing mr to a grade of 2-3. While inserting the second clip delivery system (cds) into the steerable guide catheter (sgc), it was noted that the guide lost column. The cds was removed and aspiration was needed. No air entered the patient. The sgc column was re-established. It was confirmed that there were no issues with the sgc. It was then noted that the valve in the cds clip introducer was torn. The same sgc was used with a new cds without issue. Two clips were implanted, reducing mr to 1. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported torn silicone valve in the clip introducer could not be determined. The reported leak (loss of fluid column during procedure) was a secondary effect of reported torn silicone valve in the clip introducer. There is no indication of a product quality issue with respect to manufacture, design or labeling.